Event description:
It was reported while using bd plastipak¿ syringes there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: one syringe without clear marked increments and numbers on syringe barrel.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Pr 8950161 - follow up MDR for device evaluation. It was reported there was one syringe without clear marked increments and numbers on syringe barrel. To aid in the investigation one sample and three photos of a 10ml luer lok eurographics syringe from lot 3177603 was received for evaluation by our quality team. The sample was received loose with the top web lip that included all applicable product information. The syringe is missing most of the scale markings. Two of the photos provided are from different angles that show an opened package with all applicable product information and a syringe next to it with most of the scale markings missing. The third photo shows the loose syringe with the scale markings missing. The condition observed is non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number 300912, lot 3177603. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3177603 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information